Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and visibility/palpability are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, visibility/palpability, and rupture.

Event description:
Patient reported experiencing left side "hardening of the breast." Health professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported experiencing left side "hardening of the breast." Health professional reported left side capsular contracture, baker grade iii. Device has been explanted.